Event description:
An emergency responder rec'd a continued "apply pads" message. A second defibrillator (physio-control device) was on the scene and 16 shocks were given. The pt was admitted to a hosp but subsequently died the evening of 08/19/98. The forerunner was checked later by the customer with a different set of heartstream defibrillation pads and worked fine. When the first set of defibrillation pads was tried again, the "apply pads" message repeated.